Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted and downloaded from the returned system controller for review. A review of the log files showed overlapping events spanning approximately 14 days (15jun2021 ¿ 29jun2021 per timestamp). Events captured on (B)(6) 2021 occurred during testing at abbott. A loss of ac power event was active on (B)(6) 2021 from 21:19:24 ¿ 21:19:28 while the system controller was connected to the mobile power unit. This event coincided with power cable disconnect, low power hazard, and a no external power alarm. The backup battery supported the system during this event and pump operation was not affected. There were no other notable alarms active in the log file. Multiple good faith efforts were sent regarding the serial number of the mobile power unit (mpu), if any equipment was replaced and if it would be returned, if the mpu had a v-lock connector on the ac power cord, if it was known whether any environmental circumstances may have caused the reported event, or if the power cord came detached from the unit. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed due to no serial number being provided for the mobile power unit (mpu). Heartmate 3 instructions for use section 8: ¿equipment storage and care¿ and heartmate 3 patient handbook section 6: ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage advisory and, no external power alarms. Heartmate 3 instructions for use section 3: ¿powering the system¿ and heartmate 3 patient handbook section 3: ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that loss of ac power was observed while the controller was connected to the mobile power unit.